Event description:
It was reported that patient had to charge the implantable pulse generator (ipg) frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred months ago from the date the manufacturer became aware of the event.